Event description:
Ge healthcare was informed that the pt had a seizure and stopped breathing. It is alleged that the nurse caring for the pt (in a homecare setting) indicated that the monitor did not alarm. The pt subsequently died. The home healthcare agency reportedly picked up the unit after the pt's death. The agency was reportedly unaware of the allegation that the unit did not alarm, and the unit was returned to the agency's inventory.

Manufacturer narrative:
The year the device was manufactured was 2002. The exact date of MFR is unk. Ge healthcare contacted the home healthcare agency to determine current location of the monitor, and was informed that the location is unk. Further investigation into the alleged complaint cannot be undertaken until return of the device.